Event description:
It was reported that the patient had difficulty charging their implantable neurostimulator (ins). It was noted that this began suddenly about 6 months ago. She had met with the company representative at which time it was believed that the issue was due to the external recharger component and a new one was issued to the patient. She still was unable to recharge and the decision was made to replace her ins. The ins was replaced and the existing leads were utilized. Following the replacement surgery, the patient had excellent pain relief and coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 377845, serial# (B)(4), implanted: 2006 (B)(6), explanted: na, lead: model 377845, serial# (B)(4), implanted: 2006 (B)(6), explanted: na, recharger: model 37752, serial# (B)(4), programmer: model 37742, serial# (B)(4), extension: model 3708160, serial# (B)(4), implanted: 2006 (B)(6), explanted: na, extension: model 3708160, serial# (B)(4), implanted: 2006 (B)(6), explanted: na. (B)(4).